Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: f9 approximate age of device: 4 years. H4 device manufacture date: 01-apr-2013. The initial MDR indicated that the date of the repair was (B)(6) 2017, however, the correct date of repair (B)(6) 2017.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found that there was some substrate build up on the 3-way solenoid valve and the substrate syringe was loose. The fse also noticed that the wash syringe was starting to get a build-up of wash due to an older syringe. The fse replaced the 3-way solenoid valve, the wash syringe and substrate syringe. The fse verified that a good flow was coming out of the substrate nozzle and ran daily start-up twice, which passed. The instrument was performing within specifications. A 13-month complaint history review for serial (B)(4) from 20-aug-2016 through 20-sep-2017 was performed. No other similar complaints were found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, indicates that 2160 c.transfer not detected cup error message occurs when the cup sensor s063 failed to detect the cup before it was grasped. The operator is instructed to contact the local representative for further action. The bh flag is generated if there a problem with the reagent, the substrate decomposes, and the background rises. The operator is instructed to replace the substrate with a fresh substrate, and once again carry out a daily check. The most probable of the reported event was due to the defective 3-way solenoid valve, substrate syringe, and wash syringe.

Event description:
On (B)(6) 2017 a customer reported getting 2160 c.transfer not detected cup error message while running patient samples on the aia-900 analyzer. The customer also reported a bh flag upon daily start-up on a new substrate solution. The customer is unable to run patient samples on beta human chorionic gonadotropin (bhcg). On 22-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.